Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported the customer received the following results on the compact plus system within 10 minutes: 27 mg/dl at 12:36 p.m. And 145 mg/dl at 12:37 p.m.; 525 mg/dl at 3:32 p.m. And 132 mg/dl at 3:33 p.m. No adverse event reported. The test strip lot number was not provided. Return of the suspect device was requested for evaluation.